Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the wooden handle of the star/hexdrive screwdriver telescoped down the shaft of the screw driver and lodged midway down the shaft. The patient was being treated for femur fracture. There was no reported patient harm and the surgery was completed successfully without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received with the handle stuck midway down the shaft. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive torque applied to this device during implant screw removal thereby shearing the two 2mm diameter dowel pins which secure the handle to the shaft (application of excessive torque evidenced by the distal star/hex drive tip which is twisted approximately 35 degrees in the direction of screw removal). It is not likely that the design of the instrument contributed to this complaint. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Top level assembly drawing, screwdriver shaft component, and dowel pin drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.